Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. When the stent protector was removed from the 4.0x32mm liberte' bare metal stent, it was noted that the proximal edge of the stent was lifted up and deformed "like an accordion until the mid portion". The physician did not notice any resistance. The procedure was completed with another liberte' stent. As there was no patient involvement, no complications occurred.